Event description:
It was reported that the device was used during a sigmoidectomy. The tip of the device was bent before use (eps). Another device was used to complete the case. There were no adverse consequences to the pt. Devices discarded.

Manufacturer narrative:
Info is unavailable; device was not returned for eval.